Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has lost weight and as a result is experiencing discomfort around the ipg site. The pt will consult with his physician. F/u confirmed the pt has effective coverage. The pt and physician opted not to undertake surgical intervention at this time.